Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, the needle broke at the swage when closing the surgical wound by dermostitch. The broken piece remained in the patient¿s body but was then removed by checking the location using x-ray image. The broken needle was in the subcutaneous tissue. No additional incision was made for needle removal. The patient recovered well and was discharged from the hospital. There were no adverse consequences to the patient. No additional information was provided.